Event description:
Reporter indicated experiencing an increase in seizure activity. The patient has not experienced the sensation in her throat during stimulation. The patient's generator was initially thought to be at end of service. Follow-up with the physician indicated the patient's generator was not at end of service, but instead, the settings had not been adjusted in awhile. The physician said, the patient not perceiving the stimulation was maybe due to becoming acclimated to the device settings. The patient's level of seizure activity prior to being implanted with vns is unk. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.